Event description:
It was reported that the patient incurred a spinal fluid leak during the procedure. The physician decided to abort the procedure. Patient was doing okay postoperatively. The physician discarded the lead. Nothing wrong with the lead or needle. This was an expected risk of her trial due to scar tissue.